Manufacturer narrative:
No sample has been returned for evaluation; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Because a sample was not returned and no lot information is available, the root cause for the customer complaint issue cannot be determined. (B)(4).

Event description:
A doctor reported a patient experienced a posterius capsular tear during a cataract procedure. The doctor stated this occurred during a gentle capsule polishing with the irrigation/aspiration tip. The doctor was unable to convert the tear to a continuous posterior capsulorhexis. The tear extended slightly when inserting the intraocular lens implant, but did not extend the equator. No vitrous was presented. The doctor placed a lens in the sulcus and captured the optic. The patients vision is excellent and he has no cme per the surgeon.